Event description:
Prior to a pci procedure, the stent came off of the delivery device prep. The procedure was completed with another of the same device. No patient injuries or complications were reported.